Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had experienced high blood glucose and blank display. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with manual injection. The customer reported that the display was flashing white. It was reported that the troubleshooting was performed and was advised to insert a new battery and the display returned. It was reported that the customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis. Frn-mmt322-rsvr, unomed set,.